Event description:
It was reported that a spectrum iq pump experienced back flow during daratumumab therapy at the regional integrated cancer center. At the end of the infusion, the bag was empty. Part of the tubing before the positive displacement pump, and up to the filter, had been emptied. The pump "always perfuses in the absence of medication flow". There was no pump alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.